Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false negative architect total b-hcg for one patient. The blood sample (sample ID (B)(6) generated an initial result of < 1.2 miu/ml, however when the patient¿s urine sample was tested for hcg the result was positive. The abnormal abbott result was not sent to the clinical physician. The field service engineer (fse) arrived onsite to troubleshoot the issue, the specimen was repeated and generated an architect b-hcg result of 7.89 miu/ml (reference range for architect total b-hcg: </= 5.00 miu/ml is negative, > 5.00 miu/ml and < 25.00 miu/ml is grayzone, >/= 25.00 miu/ml is positive). There was no impact to patient management reported.

Manufacturer narrative:
Service inspected the architect i2000sr, serial number isr61739, found crystals on the trigger solution valve and that the wash zone temperature sensor was not performing correctly. The arc tbg/sn tp wz and valve, manifold kit (rohs) were replaced, and the issue was resolved. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the valve, manifold kit (rohs) and arc tbg/sn tp wz did not identify an increase in complaint activity. A review of tracking and trending for the architect i2000sr, serial number isr61739 did not identify any issues. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect i2000sr, serial number isr61739, arc tbg/sn tp wz (08c94-90), or valve, manifold kit (rohs) were identified.updated d10 - concomitant to include - product valve, manifold kit (rohs), 7-77612-04, 77612-106 and arc tbg/sn tp wz, 08c94-90, 78123-105

Event description:
The customer reported a false negative architect total b-hcg for one patient. The blood sample (sample ID 3012800979) generated an initial result of < 1.2 miu/ml, however when the patient¿s urine sample was tested for hcg the result was positive. The abnormal abbott result was not sent to the clinical physician. The field service engineer (fse) arrived onsite to troubleshoot the issue, the specimen was repeated and generated an architect b-hcg result of 7.89 miu/ml (reference range for architect total b-hcg: </= 5.00 miu/ml is negative, > 5.00 miu/ml and < 25.00 miu/ml is grayzone, >/= 25.00 miu/ml is positive). There was no impact to patient management reported.